Manufacturer narrative:
The device is not returned so an actual device evaluation is not done. Evaluation is done by historical records. This supplemental report is being submitted to provide this information. Please see the updates in sections: g4, g7, h2, h3, h4, h6, and h10. The device history record review confirmed that device there were no abnormalities, special adoption, or variations in manufacturing. Device is not returned so a root cause cannot be determined. Possible cause for the reported failure that the flow rate would rise up past 1.9 when set to high can be as follows: · environmental factors (connectivity, patient status, etc.) · due to the handling (setting error, misuse) · device failure.

Manufacturer narrative:
Device has not been returned for evaluation. The customer¿s complaint was not confirmed. No findings available. The cause could not be determined. No further information was reported.

Event description:
The customer reported to olympus that during a therapeutic procedure, the flow rate would rise up past 1.9 when set to high. The patient was under general anesthesia. There was a ten minute delay in the procedure. The intended procedure was completed with a similar device. The device will not be returned to olympus as it is believed that it may have been a user error. There was no patient injury reported.